Event description:
Reportedly the device was explanted after an implant duration of .93 months due to unknown reasons. The device was replaced with a 6900p29. The device was discarded and will not be returned for evaluation. No further details were provided. Information was learned from foreign implant patient registry system. Customer letter not required.

Event description:
The following was reported: " the figure was wrong over 50, when measuring blood pressure."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. DHR review has been started. Device will not be returned.